Event description:
Consumer complaint of erratic blood results. Customer performed back to back blood tests and results were 126 and 56mg/dl. Last results from the memory were 87mg/dl, 53mg/dl, 126mg/dl, 51mg/dl, 45mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).